Event description:
Attorney reported on: 2005--the pt was implanted with a medium oval bard composix kugel while undergoing hernia repair surgery. The composix kugel patch ultimately failed causing the pt to suffer numerous complications, including but not limited to, severe abdominal pain, extensive adhesions, nausea, infection, and recurrent hernia at the location where the composix kugel patch had been implanted. Four months later--the pt was forced to undergo the surgical removal of the failed mesh. The medical records from that procedure note that the mesh was densely adherent to her bowel, omentum, uterus, and ovaries. In 2006 -- after the 2005 procedure, the pt developed a recurrent hernia and was forced to undergo further surgery and implantation with another composix kugel patch. This composix kugel patch also failed causing the pt to suffer numerous complications, including but not limited to, severe abdominal pain, extensive adhesions, nausea, infection, recurrent hernia at the location where the composix kugel patch had been implanted, a further invasive surgery to remove the failed mesh. During the same procedure the pt was implanted with another mesh device manufactured by davol. This mesh also failed and caused the pt to suffer further physical and other injury.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned, nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2009-00515 for info related to the composix kugel mesh implanted in 2006. Info related to the composix kugel mesh implanted at the time mesh was explanted will be reported.